Event description:
It was reported that this right ventricular (rv) lead exhibited a history of multiple high out of range shock impedance measurements of greater than 125 ohms. An open lead condition was also detected by the device. After commanded shocks were delivered to test the integrity of the system, shock impedance measurements were still observed to be out of range. At this time the rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead is expected to be returned for evaluation. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited a history of multiple high out of range shock impedance measurements of greater than 125 ohms. An open lead condition was also detected by the device. After commanded shocks were delivered to test the integrity of the system, shock impedance measurements were still observed to be out of range. At this time the rv lead remains in service. No additional adverse patient effects were reported. It was reported that this lead continued to exhibit consistent out of range shock impedance measurements. Therefore, a revision procedure was performed, and the lead was removed from service and replaced. Mineralization was the suspected cause of the out-of-range impedance measurements. The lead is expected to be returned for evaluation. No additional adverse patient effects were reported.